Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported noticing a fluid leak on the floor at the end of the treatment. When the patient opened the cassette door there was no fluid inside. The patient stated that she may have forgotten to clamp off one of the unused lines. Upon follow up the patient stated that all the clamps of the unused lines were closed. The patient reported not experiencing any adverse events or discomfort as a result of this incident. The pd nurse was notified but no prophylactic antibiotics were prescribed. The cassette/tubing set in question was discarded.